Manufacturer narrative:
A ge service rep performed an on site investigation. There were overload fault errors found in the events log. The filament was calibrated. The ps1 5 volt power supply was adjusted. The generator drive and generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had an overload fault error then would not fluoro during a case. No pt injury was reported.